Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer reporting that when pressing the "up" button from the gantry panel during a patient clinical procedure, the couch would move in the horizontal direction. The field service engineer (fse) confirmed there was no harm to a patient or operator.